Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited air in line following troubleshooting and line changes. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. A review of the event history log was able to verify the reported problem. Functional testing was able to duplicate the reported problem. It was determined that the air in line sensor was the root cause. The air in line sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.